Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals.

Event description:
During an atrial fibrillation procedure, air was aspirated. After placement of the introducer, and when attempting to remove the air after withdrawal of the dilator, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.